Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/20/2014 with the following findings: review of the black box shows evidence of rebooting events. Three battery compartment cracks were observed. The returned battery cap threads were damaged. The cap was unable to attach properly to the pump and a power issue was experienced. A new test battery cap was able to be properly secured and no power issues were experienced. There was no evidence of moisture, damage, or defect to the pump¿s internal components. Unrelated to the complaint, the keypad was found to be torn. All keypad buttons were appropriately responsive. There was no evidence of contamination under the button key contacts.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and battery compartment damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.